Event description:
The user facility reported that an avulsion of the artery occurred during a procedure. Follow-up communication confirmed that : the device was inserted and expanded in the pt without issue; the physician then attempted to insert and multilayer stent, but the device would not advance through the solopath; the stent was removed and the solopath was expanded a second time; another attempt was then made to place the stent, without success; subsequently, the stent became stuck in the introducer, which prevented the solopath from retracting; the solopath and stent were then removed together causing the inner layer of the iliac artery to tear, leading to the pt's death; and the physician opened the artery to remove the device and noted that it had not advanced past a calcified portion of the vessel which had caused the device to become trapped.

Manufacturer narrative:
The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of the info provided by the user facility and manufacturing quality records. A review of the device history record confirmed there was no production related problems. Although the cause of the reported event cannot be definitively determined, the event description provided by the user facility indicated that the event may have been related to an oversized sheath in conjunction with a calcified vessel. In this case, the physician chose a 21 fr solopath device (which has an expanded sheath outer diameter of 8mm) used in a 4mm vessel with calcification. Limited by the vessel morphology, the sheath was not able to reach full expansion resulting in the stent getting wedged/stuck in the unexpanded area. When the physician pulled back on the sheath for a second time with the stent lodged in the sheath, the artery may have been exposed or avulsed.